Event description:
It was reported that the coil got stuck in the microcatheter tip. Vascular access was obtained via contralateral approach. The target lesion was located in the severely tortuous and mildly calcified internal iliac artery. A 10mm x 50cm pe f-idc interlock embolics was selected for use. During the procedure, a total of eight coils were used, however, the sixth coil got stuck in the microcatheter and it was about 5cm before the tip of the microcatheter. The procedure was completed with another of same device. There were no complications reported.